Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in (B)(6) 2018 on the sticu unit, the nurse was attempting to disconnect the IV line from the triple lumen hub. At that time, the tip of IV line broke and remained in the central lumen port. The tubing had been connected to the catheter without a needleless connector. The md came to the bedside to assess the port. The lumen was tied off after the event. No patient harm was reported.